Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05945. It was reported that during the implant procedure, high capture threshold was observed on the rv lead. Helix would not extend after it was placed in the patient's body. A new rv lead was used. Also, when ra lead was attempted to be implanted, physician never extended the helix and alleged the lead was broken and not moving correctly. A new ra lead was used. The patient was constantly going from normal sinus to asystole to attach but was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.